Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with a highest recorded blood glucose of 357 mg/dl and sustained readings above 180 mg/dl for approximately two hours, during which alerts for levels above 300 mg/dl were active for over 90 minutes; troubleshooting included a complete infusion supply change using a 23-inch infusion set, after which glucose levels decreased. Symptoms included hyperglycemia without reported complications. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no need for assistance. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.